Event description:
The user experienced error messages from the ise module and stated 10-15 pt samples had erroneous results. The samples were repeated on the other analyzer at the site and these results were reported. The user provided one example of an initial sodium result of 79 mmol per l, repeat result of 133 mmol per l and an initial potassium result of 9.4 mmol per l, repeat result was 4.3 mmol per l. The user stated, the ise waste tubing became crimped this morning when the waste bag was replaced. She straitened the tubing which resolved the issue. The user recalibrated the ise and ran controls with acceptable results.